Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable elecsys ft3 iii results for one patient sample from a cobas 8000 e 801 module. The serial number was requested but was not provided. The sample was submitted for investigation and tested on a cobas 8000 e 602 module and a cobas e 411 immunoassay analyzer. It was not known if any erroneous result was reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
Sample material from the patient was submitted for investigation and tested on a centaur analyzer and a cobas e 801 module. Refer to the attachment to the medwatch for the actual data. - attachment: [pt-30330patient_data.pdf]